Event description:
Three days after a catheter and pump replacement surgery, the pt presented to the emergency room after passing out. The pt had an overdose with the following symptoms: hypotension, a headache, nausea and vomiting. The pt was admitted to the hosp. The pump was set to minimum rate. During the pt's hospitalization, she was treated with a blood patch for a spinal leak. The pt was discharged to home three days later, and was "much improved". The pump was used to delivery lioresal. The pt recovered without sequelae. See MFR's report# 2182207200801805.